Event description:
Left breast developed necrosis of nipple. Device explanted 2/76 and reimplanted 10/76. Pt reports capsular contractures with closed and open capsulotomies. Pet scan (n/as) indicates "toxic chemical exposure" causing brain lesions. Biopsy not done, but "silicone is suspected." Also reports low blood pressure, peripheral neuropathy, brain lesions, anxiety, depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances, atypical m-s, skin cancer on face, pain and itching deep in breasts, inflammation of chest, elevated cholesterol, rapid deterioration of eyesight, "tight" eyelids with red/purple discoloration, thyroid problems, pituitary dysfunction, swelling and pain in extremities, cold sensitivity, fever, chronic diarrhea &/or constipation, hair loss, severe headaches, atypical chest pain, mitral valve prolapse, hypersensitivity to chemicals, molds, dust or pollen, insect bites, sinusitis, atypical lupus, arthralgia, persistent joint stiffness, lymphadenopathy, muscle spasms, muscle pain & burning, muscle atrophy, fibromyalgia, "restless" legs during night, rashes, muscle weakness, severe itching, non-restorative sleep, night sweats, easy bruising, long-term extreme fatigue, granulomas or silico20~20~ clumsiness/drops things, misjudges distance/runs into objects, severe weight loss, inability to regain weight, fungal infections, ringing in ears, and inner ear disturbances. Biopsy of 2/11/76 shows: fibromuscular tissue with necrosis and severe inflammatory changes. Biopsy of 3/15/77 shows right breast with stromal fibrosis. Chronic inflammation and a small foreign body granuloma.